Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. It found that the downstream occlusion seal was detached. This was replaced. The device passed all functional tests after repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the locking hook no longer closes with the key. There was no reported patient involvement. However, the investigation found that the downstream occlusion (dso) seal was detached.